Event description:
The advocate stated the customer received a blood glucose reading of 119 mg/dl from her contour meter and a reading of 70 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. When customer service offered to troubleshoot the customer's system, the advocate ended the call. No product will be returned.

Manufacturer narrative:
The advocate did not provide any contact information.